Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was found to have low audio.. The cause was identified to be the speaker dislodged on the rear case. The rear case requires replacement to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was found to have low audio at power up. No additional information is available.